Event description:
The user facility reported that during a transurethral resection of bladder tumor procedure, the white ceramic tip broke off inside the pt's bladder. The pt was taken to a local hospital to remove the tip. The physician was unsuccessful in removing the tip through the urethra and a trocar was used to access the bladder where the tip was removed with forceps.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.